Event description:
Boston scientific received information from the patient stating the lead was not working. Patient also stated her pacemaker was reprogrammed. Implant date- this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).